Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vticmo13.7, -18.00/3.0/096 (sphere/cylinder/axis), implantable collamer lens was implanted and removed on (B)(6) 2021 from patient's right eye (od) due to lens tear during injection/delivery and lens being stuck in cartridge or injection system. There was patient contact (lens touched the eye) with no patient injury. A same length replacement lens was implanted on (B)(6) 2021. The problem was resolved.